Event description:
(B)(4). Initial report: this spontaneous non-serious case from (B)(6) was reported by a company employee to our us affiliate (B)(4). This case involves a (B)(6) female who received poly-l-lactic acid (sculptra) for two years ago, dosage, indication nos. One year ago a granulomas appeared. Two years ago poly-l-lactic acid was not sold on the (B)(6). The product for her treatment was brought in (B)(6). Event outcome is unk.